Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, patient had a right side shoulder revision for an unknown reason and had shoulder conversion anatomic to reverse. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation.